Manufacturer narrative:
(B)(4). The device history records were reviewed and found conforming; indicating the device was manufactured, inspected, and packaged to specifications. No product was returned with the complaint for review. The device was used for treatment. The device was manufactured in aug 3, 2006, giving it an approximate field age of 8 years and 4 months, and has been used and unknown number of times. It is likely that the device reached the end of its life due to wear and tear that accrued through use. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Upon striking the femoral impactor the plastic tip of the femoral impactor sheared off. There was a second impactor available which was used to complete the case.